Event description:
The rn attempted to move the patient's ventilator to get closer to the patient and have access to the wall behind the patient and one of the caster wheels snapped off causing the ventilator to fall forward.======================manufacturer response for ventilator, engstrom (per site reporter).======================none at this time.